Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular lead had two episodes of what might have been noise. The two non-sustained ventricular tachycardia episodes had non-physiologic intervals and "incrementing of sensing integrity counter (sic)." The noise was not reproducible with provocative testing. During a device upgrade procedure, it was noted that the pin was appropriate, that the blue marker was observed and that the lead was stable in the header. The lead remains in use. No patient complications have been reported as a result of this event.